Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while responding to a call for a patient. The device displayed "defib fault 72, "pacer fault 116," "defib disabled," and "pacer disabled" messages. Complainant indicated that the clinician obtained another device to treat the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction; however they did not indicate that malfunction was seen prior to the device being attached to the patient.